Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised to use an isolation transformer for all the olympus components connected to power as recommended in the instructions for use (IFU), and if possible, in a different electrical circuit to not exceed the load. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Since the device was not returned a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had flickering image, image loss and blackout occurred. There were no reports of patient harm.